Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic trans-abdominal pre-peritoneal repair (tapp), after the patch was placed, the disinfected device was fixed. The first reload was fired in half, but it could not be fired again. It rotated counterclockwise and took the holder out of the body and found some tacks sticking out and the other half in the barrel of the handle. The surgeon proceeded to fire the tacker, and when he had fired it completely (the black handle was at the end of it, so he could not fire it further behind), the tack was still there, so the surgeon took the tool and pulled out the tack. Then they forced the black handle back. Since then they have to get the cavity mirror under the patch to fix it, then fired a second round and similar to the first round of firing, the firing stopped halfway, and about halfway counterclockwise spun out, found some tacks outside and they used tools to pull the tacks out again, the result was the back of the tacks were pulled together. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. A visual and photographic inspection noted that the timing was disrupted and the spring mechanism was protruding from the tip of the device. A functional evaluation found that the trigger could be actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photograph noted that tacks and spring mechanism were disengaged from the device. A functional evaluation could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.